Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corroded nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the air/water supply nozzle was corroded by the cleaning solution due to a reprocessing procedure deviation from the instruction manual. The event can be detected/prevented by following the instructions for use which state: inspection method is described in the reprocessing manual, ¿chapter 5 item 5.5 manually cleaning the endoscope and accessories. Clean the external surfaces¿. Olympus will continue to monitor field performance for this device.